Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer used u-500 insulin in their cartridges. Blood glucose level was 287 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received indicating a pump air leak was detected. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to a different issue identified.